Event description:
It was reported during device change out procedure; right ventricular lead exhibited externalized conductors. The clinician decided to reschedule the procedure to perform additional lead explant surgery at a later date. The lead was explanted on (B)(6). The patient remained stable before, during and after the procedure.